Event description:
Meter was set to incorrect unit of measurement.last week the meter went into the set up mode after the meter was replaced. However, the meter was set to the correct unit of measurement at that time. On the 27th the patient tested patient's blood glucose aroound noon and received a reading of 3.3mmol/l; however, when patient tested in the evening the reading was 406 mg/dl patient knew that was an incorrect reading and did not know how to change the meter back to mmol/l. The relative contacted the physician for assistance who sent out a nurse to test the patient. Around 9pm, the paramedics arrived and tested the patient and received a reading around "14mmol/l"relative does not recall exact reading. The patient was not treated and the patient's medication has not been changed. Customer service assisted the patient's relative and set the meter back to mmol/l. Customer service is sending the patient a hard lock meter. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to "mg/dl". Unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.